Manufacturer narrative:
(B)(4). The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. A pre-accuracy test was performed. The delivered values were within the specified range. Verified all calibration values and were found within the specified ranges. A service history review revealed that this device has not been previously serviced for the reported condition. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative contacted baxter to report an ipump in which the device did not delivery the correct amount of medication to the patient. The event occurred during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.